Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery using ultra fast-fix, the t2 implant could not be pushed out. The t1 implant was removed from the patient by tweezers. The procedure was successfully completed with a non-significant delay using a back up device. No other complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image revealed the needle is not visible. The suture knot appears to be tightened down. The t2 anchor is not visible on the suture. The suture appears cleanly cut from being removed from the patient. A visual inspection revealed the device was returned with the actuator fully triggered and both anchors and suture detached from the needle. The suture knot was tightened down. No physical damage visible. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl reconstruction surgery using ultra fast-fix, t2 could not be pushed out. The procedure was successfully completed with non-significant delay using a back up device. No other complications were reported.